Event description:
I generally use the thermacare patches. It's my fallback to try and avoid putting more chemicals into my stomach. I am so glad this report came out, as I didn't know what the burning was from. I used one box and thought well, it's probably just me. A week or so later, I put one on my back and actually started to cry. I tried to get it off, and the adhesive stuck like nobody's business. My skin was red and raw and I felt like I was chemically burning. My husband put cold, wet paper towels on my back and that made it worse. How was it taken or used? Transdermal, for pain relief. Date the person started taking or using the product: (B)(6) 2013; date the person stopped taking or using the product (B)(6) 2018. Name of the company that makes the product: I'm not sure, I don't keep receipt.